Manufacturer narrative:
This MDR is part of a remedial submission made in response to FDA form 483 observations to ensure full reporting compliance.

Event description:
It was reported that a user experienced hyperglycemia while using the ilet with a contact detach 23-inch infusion set, with blood glucose rising to 357 mg/dl for a few hours despite a supply change and no observed leaks or kinks; the user later reported that glucose trended down but had made multiple meal announcements in attempts to reduce glucose. Symptoms included hyperglycemia without loss of consciousness, dizziness, or diabetic ketoacidosis. Outcomes included no medical intervention, no use of backup therapy, no ketone testing, and no need for assistance. Investigation included troubleshooting and education on potential causes of high glucose, replacing supplies, resuming insulin delivery, avoiding using meal announcements to treat highs, and instructions regarding temporary manual therapy. Investigation of this case revealed no confirmed device malfunction and an unclear cause for the hyperglycemia. It was concluded, based on previously established findings for similar reports, that the cause was unclear.